Event description:
The customer reported that the insulin pump had a motor error alarm during the fill cannula stage. The customer did not recall any significant events leading up to the motor error alarm. The customer also reported that the insulin pump had a no delivery alarm the day before the call. Blood glucose level at the time of the incident was 500 mg/dl. The customer reported that she was unable to treat the high blood glucose level as she did not have her backup plan with her at the time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.